Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, it functioned as it should except none of the audible alarms worked and two of the three leds on the pcb board were broken off confirming the customers complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
A smiths medical fluid warmer had no lights and no audible alarm. There were no adverse events reported.